Event description:
New information received noted that the patient presented remotely via merlin.net transmission. Upon investigation, the right ventricular lead exhibited episodes interpreting intrinsic beats as of non-sustained oversensing. It was also noted that the lead exhibited signs of micro dislodgement. Further review revealed that the rv lead failed to capture. Programming changes were made, and the issue was resolved. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that on (B)(6) 2019 the rv lead was explanted and replaced due to lead fractured. The patient tolerated the procedure well. There were no complications, the patient was stable.

Manufacturer narrative:
A partial lead with the connector portion measuring 6.7 cm and the distal portion measuring 58.5 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited oversensing in the ventricular channel. It was also noted that the lead exhibited high lead impedance. No device intervention can be confirmed.